Event description:
It was reported that there was an under infusion. The full infusion was 100 ml but the device only infused 50 ml. There was a delay in therapy. Customer performed verification testing and testing passed. There was no physical damage reported. The event occurred during an infusion. There was a patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4461302 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.